Manufacturer narrative:
The sterile field was not compromised due to the reported event. A steris field service technician arrived onsite, inspected the surgical light, and identified a broken locking tab and evidence that the screws were stripped when the lighthead was repositioned. The technician made the necessary replacements, tested the unit, and confirmed it to be operating according to specification. The operator manual states, "caution: possible equipment damage hazard: do not bump lightheads into walls or other equipment." The maintenance manual states, "check wiring in lighthead/yoke interface for routing and chafing. Verify all connections are tight. Repeat for connectors in other knuckle areas [2x per year]." The steris technician has discussed the proper use and operation of the surgical lighting system with the user facility. The unit is not under steris contract agreement for maintenance. The user facility is responsible for maintenance of the unit.

Event description:
The user facility reported that the plastic yoke on their vled surgical light fell during a patient procedure. The procedure was completed without further incident. No report of injury or procedural delay or cancellation.